Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
It was reported that patient was treated with oral antibiotic (keflex 300mg 4x1) therapy due to left knee infection post total knee arthroplasty. Severity was deemed as moderate and the outcome of the patient is resolved.

Manufacturer narrative:
Corrections based on new information received